Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the observation led to reporting that there was a possibility that the phenom 27 coating was peeling was that, "the doctor was asked to push and pull the ped outside the body, but it was evaluated as being quite stiff." The cause of the stent moving too far towards the cardiac side was determined as due to, "the rise of c1 was steep, the ped was pulled toward the cardiac side." Only one pipeline was being used when the movement occurred. The stent did not jump during deployment. The tip of the catheter did move during deployment. The cause of the premature stent opening was reported to be determined as, "even when the wire was pulled, there was no movement in the ped." There was no resistance felt during delivery or re-sheathing before the pipeline came out of the bumper. Regarding the concomitant catheter, "the microcatheter coating might have peeled off" was confirmed to mean that there might be damage to the catheter lumen due to the operation of the pipeline's resheath. "As the reason for the disconnection of the bumper could not be determined at that point, the device was replaced with a replacement in view of the possibility that the cause might have been caused by the mc.".

Manufacturer narrative:
Continuation of d10: phenom 027 microcatheter model no.: fg15150-0615-1s lot no.: 232476590. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent (ped2) had premature stent expansion and it was noted there was a possibility that the coating of the phenom 27 microcatheter was peeling. The ped2 was deployed from m1, deployment of the distal end was successful, and the entire system was pulled for alignment. The pipeline migrated more toward the cardiac side than expected, so an attempt was made to resheath it, however, there was no sensation that the pipeline was being retrieved into the phenom 27 microcatheter. When the wire of the pipeline was pulled, the pipeline did not move at all, leading to the judgment that the bumper had detached. A phenom plus distal access catheter (dac) was advanced to m1 to retrieve both the pipeline and the phenom 27 microcatheter. When the wire was pulled outside the body, the pipeline still did not move, confirming that detachment had occurred within the microcatheter. As the same size stent was not available, a different size ped2 was implanted, and the procedure was completed without issues.  No patient symptoms or complications were associated with this event. The patient was undergoing stent-assisted coil embolization surgery for treatment of an unruptured, saccular, left internal carotid posterior communicating artery (lt ic-pc) aneurysm with a max diameter of 7 mm and a 5 mm neck diameter. The landing zone arterial diameter was 2.7 mm distally and 3.8 mm proximally. It was noted the patient's vessel tortuosity was normal. Middle cerebral artery (mca) access vessel diameter was 3 mm. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure reported no problems. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). There was no resistance during delivery. The delivery pusher did not rotate inside the patient's body during delivery. Ancillary devices included: 6f rist and 4f fubuki gs guidecatheters, phenom plus dac, phenom 27 and phenom 17 str microcatheters, chaki10 and chaki nexus guidewires, axium prime frame 6-20, prime hx 3-10, and prime hx 2.5-8 coils.

Manufacturer narrative:
H3:product analysis: ¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer cartons. The pipeline flex shield was returned within the phenom 27 catheter. ¿ damage location details: the pushwire extending out from catheter hub. In addition, the partial distal braid, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. However, dried blood was present within the braid. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. No break or separation was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from the catheter lumen. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have ¿movement during deployment¿, ¿device opens prematurely¿ and ¿resistance during re-sheathing¿. The pipeline flex shield braid ends were found to be fully opened and damaged. No defect was found with pushwire. However, the root cause could not be determined. Possible causes include patient vessel tortuosity, high force delivery, incorrect braid sizing, catheter kick back, insufficient distal anchoring of braid and vasospasm, resistance during delivery/retrieval, ped/delivery system damage, catheter damage, user does not maintain continuous flush, user resheaths more than 2 times. It was noted that the patient's vessel tortuosity was normal and the catheter was flushed, as indicated in the instructions for use (IFU), which eliminates these factors out as potential causes. Additionally, the phenom 27 catheter could not be confirmed to break/separation as no defect was found with phenom 27 catheter. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.